Manufacturer narrative:
Unit passed displacement test and selftest. Unit failed sleep current and active current test. Pump error 25 due to j6 connector resistance issue. Low battery alert less than 1 week not confirmed. High active current isolated to pcba 2. High sleep current isolated to pcba 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
On (B)(6) 2018, 17:03:33 pst, ice batch user (B)(6) complaint: (B)(4). Complaint status: in process. Mdt initial contact: (B)(6). Pt already has problems of short battery life since 6 months now, last week things got worse and agent resetted her pump, it didn't help she called again today with same problem. Country: (B)(6). Input date: (B)(6) 2018. Warranty start: 06/13/2016. Warranty end: 06/12/2020. Batch - (B)(4).